Event description:
When attempting to infuse saline through the top port, the saline began to leak out of the handle portion of the device. The stent was deployed to the targeted biliary location without any pt injury or complications reported.